Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand, and customer did not provide information regarding any impact on blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed pump was part of a field correction, completed required online form on customer¿s behalf, and provided instructions to reset pump, after which malfunction did not recur and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.